Manufacturer narrative:
Batch review performed on 23 november 2023: lot 2311286: 100 items manufactured and released on 03-aug-2023. Expiration date: 2028-jul-17. No anomalies found related to the problem. To date, 36 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision after one month from the first revision surgery due to joint luxation. Even if with a lateralized glenosphere, it may be possible that after the second revision there was insufficient re-establishment of soft tissue tension. No further conclusion can be drawn with the elements at hand. Additional implant involved, batch review performed on 23 november 2023: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2314998: 89 items manufactured and released on 08-aug-2023. Expiration date: 2028-jul-23. No anomalies found related to the problem. To date, 69 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to shoulder luxation was performed about 3 months after the previous revision surgery. The patient was previously revised due to a traumatic event that caused a bone fracture.